Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistently elevated blood glucose while using the ilet after a supply change, with no visible leakage or moisture and no recent food intake; the patient performed a full supply change using a cd set with guidance, and a sensor issue was addressed under a separate case. Symptoms included hyperglycemia and a reported clammy mouth. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.